Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 8fr angio-seal evolution device was returned for product evaluation. The bypass tube returned along with the angioseal evolution device. Neither poly foil pouch nor the plastic tray were returned. Visual inspection revealed that the bypass tube was found detached from the distal tip of the carrier tube assembly leaving the anchor exposed. There was a kink noticed on the carrier tube. The deployment sleeve of the device was in the forward lock position. No other visual anomalies were noted. Functional testing was performed by repositioning the anchor and sliding the bypass tube over the distal tip of the carrier tube assembly and anchor. The bypass tube was able to be fit over the anchor and carrier tube assembly. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been received for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal evolution foil packet was opened, the foot was detached. They believe the bypass tube probably fell off. A second device was opened, and it was deployed successfully. The patient was unharmed, and the procedure was completed successfully with the second angio-seal device.